Event description:
At a routine follow-up loss of capture was observed. X-ray revealed the lead had dislodged. The lead was explanted and replaced when repositioning was unsuccessful. Patient condition was good after the event.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal. No anomaly was found.